Event description:
It was reported that the patient had an infection at the generator site. The patient was seen by the physician and the infection was resolved. Follow-up with the surgeon identified that the patient has an infection and will be getting it "cleaned". No additional relevant information has been received to date.

Event description:
It was reported that the patient went to the operating room to have her incision cleaned out due to an infection which caused the lead to be exposed from the incision site. Impedance was good both before and after the procedure. It was noted that this is related to the prior generator site infection because the patient has (B)(6).

Event description:
Additional information was received stating that the vns patient was expected to undergo surgery due to a pocket infection. The patient underwent generator replacement surgery on (B)(6) 2014. The generator pocket was relocated for the replacement device.

Event description:
This patient's infection has continued with new device and is being tracked in mfg report (B)(4).